Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2019. The patient stated that everything was explained to them while they were still coming out of the anesthesia and they did not remember most of it or understand anything. It was also noted that they were going through several health issues due to a family crisis. It was reported that the procedure was extremely hard, and they were having pain at the site, and where the lead entered their back. It was also stated that the patient had bladder spasms and they believed that they had disconnected a wire the day before, and that ¿this is all electronically messed up.¿ on (B)(6) the patient reported that they had ¿taken 4 falls¿ that they were being treated for, and they were in pain. Then on (B)(6) they reported that their wires moved or were coming out. No further patient complications are anticipated or expected as a result of this event.